Event description:
The fn bottle had gram negative rod which produced a lot of gas and the crimp seal was loose. When the technician removed the bottle from the instrument blood spewed from the bottle and splashed in the technician's face. The techician reported to employee health. Blood was drawn for hiv testing and hepatitis titers. The technician also received a tetanus shot.